Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis for the mainframe found that the customer's issue regarding not working properly could not be duplicated. There was no fault found with the device. As a precautionary measure, the device was placed in burn-in for 24 hours to observe for any failure. The device never failed. The mainframe was tested and passed all manufacturing specifications. Analysis for the interface found that the customer's issue regarding not working properly could not be verified. The wave washer was replaced due to loose cable clip. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working properly. There was no patient or staff impact.